Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there was a "check plunger lever" alarm in the history. The reported issue was unable to be replicated after multiple flow and occlusion tests for the check clutch error. The clutch half's left and right with leadscrew and spring were replaced as a preventative measure because the parts were over 5 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump failed occlusion test and had a "check plunger clutch" message. There was no patient involvement.